Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a blister that opened up and leaked pus at the battery site. The physician believed it was infected and believed it was not procedure related. The patient was allergic to all antibiotics and will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and was placed on antibiotics that the patient was not allergic to. The patient was doing well postoperatively.

Event description:
A report was received that the patient had a blister that opened up and leaked pus at the battery site. The physician believed it was infected and believed it was not procedure related. The patient was allergic to all antibiotics and will undergo an explant procedure.

Manufacturer narrative:
A report was received that the patient underwent an explant procedure. The physician believed it was high probability infected or allergic to device. The patient was admitted to the hospital and was place a hemovac in. The explanted devices were not returned to bsn as they were kept by the medical facility. Model number/catalog number: sc-8336-70, serial number: (B)(4), batch/lot number: 20740688, model/catalog description: coveredge 32 surgical lead kit 70 cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had a blister that opened up and leaked pus at the battery site. The physician believed it was infected and believed it was not procedure related. The patient was allergic to all antibiotics and will undergo an explant procedure.